Manufacturer narrative:
B3: event date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the shoulder strap on the bag was defective, and the snap hook came loose during carrying. The patient's carrying bag came loose at the connection point between the snap hook and the eyelet through which the snap hook was attached to the carrying strap. The loosening caused the bag to fall off creating greater tension on the driveline, which in turn led to bleeding at the driveline exit point. The bag was exchanged.